Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited out of range (oor) high pacing lead impedance greater than 2000 ohms. A local boston scientific field representative reported that this had been a chronic issue for over a year but only became aware of it during the most recent device check. The threshold measurement was found to be higher than normal but was consistent with recent measurements. All other measurements were normal. No oversensing or inappropriate therapy was reported. The field representative also reported that the physician is monitoring the rv lead and impedance values. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) was explanted and the right ventricular (rv) lead was surgically abandoned due to continued due to continued high out of range pacing impedance measurements of greater than 2000 ohms and high threshold measurements. No additional adverse patient effects were reported.